Event description:
On 06/02, customer reports male having a CT pelvis with contrast (isovue 300). IV access right arm with 22 ga angio cath. IV access device connected with low pressure tubing ((B)(4)) to syringe(s). Injection protocol; 2ml/sec for 91ml volume of contrast and 20ml volume of saline. Injection and procedure were completed. Pt did not express pain, only a slight tingling. An unk amount of fluid infiltrated. The arm swelled approximately 6 inches along IV site. Pt was evaluated by radiologist, then discharged with no further instructions.

Manufacturer narrative:
Field service engineer checked system per the service checklist. Fse verified proper operation of this unit per the injectors service checklist and no problems were found. The injector was operating per design and mfrs' specifications. There was no defect nor malfunction of the injector related to this event. Unit passed checkout procedures and was returned to service.